Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, foreign material on the gap of the distal end was noted. In addition, nozzle deform, light guide lens discolor, control body damage, air/water cylinder peeling, coloring on suction cylinder peeling, chemical connector damage, angulation less than standard, and play on the angulation control knob were observed. Furthermore, scratches, crack, and dent were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera duodenovideoscope forceps elevator has foreign material and the inside of light guide lens are dirty. The probable cause was due to poor quality of water installation and insufficient cleaning. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 20 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the causes of the events are likely due to the user¿s brushing method of the elevator differed from IFU recommendation, during reprocessing after the previous procedure. The user facility staff was insufficiently trained on device handling, reprocessing before returning device for repair and usual reprocessing in accordance with IFU. We were not able to specify the root cause of the rust inside the light guide (lg) lens is likely due to the deformed nozzle and cracks on lg-lens found on the distal end, by physical stress made a gap at the lg-lens glue causing dirt ingress from there. Additionally, moisture invaded on device from leaking point, which corroded components inside the lg-lens. The event can be detected/prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) says about an infection-control risk caused by insufficient reprocessed device as below: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ IFU (reprocessing manual) details reprocessing method of/around forceps elevator at ¿manual cleaning:brush the forceps elevator¿. IFU (operation manual) specifies on foreign material at/around forceps elevator in ¿inspection of the endoscope¿, it was detectable. The reported rust inside the lg-lens was detectable by device handling in accordance with the following IFU statement: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.